Event description:
It was reported that there was residue/ smears on the patient interface (pi) that was being used for the operative left eye (os). The surgery was completed by switching out the pi. No patient injury and/or complications were reported. Additional information was requested from customer to see if the residue/ smears was identified in the eye however, no response was received from the customer.

Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.